Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The functional testing and the evaluation of the device could not duplicate the reported complaint. The lock of the device and the locking force were functioning properly without any difficulty. No further investigation is required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking force on mayfield modified skull clamp (a1059) was so weak that it can be easily unlocked with a little force even if the locking knob was turned in the direction to lock. There was no patient involvement and no delay in surgery reported.